Manufacturer narrative:
Conclusion: a ruptured aneurysm is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was discarded by hospital.

Event description:
Physician was treating the patient for an unruptured basilar tip aneurysm that measured approximately 5mm. The aneurysm was accessed via the right vertebral artery and a pxslim microcatheter was placed through a neuroform stent into the aneurysm. An attempt was made to place 5x10 std pc400 coil into the aneurysm, but the catheter was kicked out. The physician retrieved the coil into the pxslim catheter and reaccessed. After reaching the aneurysm a second time, he started to push the coil into the aneurysm and was kicked out again. He then reaccessed the lesion and asked his fellow, dr. (B)(6), to hold the microcatheter and began coiling. The physician repositioned the coil a few times by drawing and advancing the coil. Suddenly, the coil appeared very different, so a contrast injection was done and the aneurysm was found to be ruptured. The physician quickly removed the pc400 coil, placed a 4x7 hyperform balloon in the basilar artery, gave protamine, and successfully coiled the aneurysm using a sl-10 microcatheter, orbit galaxy coil, and microvention hypersoft coils. An unsuccessful attempt was made to place a ventricular drain. Physician commented that there was no device malfunction. He felt the patient had an extremely delicate aneurysm and the catheter/coil placed too much force on the aneurysm wall. The physician did not feel there was any device malfunction but explained that this was not a good coil system for this case. He felt the catheter and coil placed too much force on the aneurysm wall and the patient had an extremely delicate aneurysm. As of the morning of (B)(6) 2013, the patient was in a comatose state.